Event description:
A peritoneal dialysis (pd) nurse reported that a home pt had been hospitalized in 2007 due to hypertension. Reportedly, during the hospitalization, it was discovered that an excess fluid was accumulated in the pleural cavity. The fluid was found to contain glucose, and most likely moved up from the peritoneal cavity via perforation in the diaphragm. A pleurodesis was performed and the pt was placed on hemodialysis. This incident has been already reported to the FDA on the following month, (refer to MFR report # 1423500-2007-01124). Further info obtained during a follow up phone call revealed that pt was discharged from the hosp and placed temporarily on hemodialysis treatment until fully recovered from the incident.

Manufacturer narrative:
Baxter had requested the second instrument for eval, in an attempt to determine whether or not the device did contribute to the event reported in MFR report # 1423500-2007-01124. This instrument has been used for therapies prior to the pt's hospitalization. The instrument was returned to the MFR but not evaluated yet. Baxter is monitoring issues like this. Should significant info becomes available, a follow up report will be submitted.